Event description:
It was reported that during pre-surgery, it was observed that the motor device was loud. During in-house engineering evaluation, it was observed that the device made an unusual noise, was heating up, and smoking. There was no patient involvement reported. There were no delays to the surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made an unusual noise, was heating up and smoking. Therefore, the reported condition was confirmed. It was determined that the motor was worn out and going bad. The assignable root cause was determined to be due to excessive force from normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.